Event description:
Patient reported left side ¿inflammatory lymphoplasmocytic component¿, ¿polymorphous lymphoplasmacytic inflammatory component¿, ¿tisular reaction to prosthesis¿, ¿presence of foreign-body multinucleated giant cells¿, ¿areas of recent bleeding¿, ¿recent hemorrhage¿. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma.

Manufacturer narrative:
Visual analysis of the photographs identified: that apparently it is red encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported left side ¿inflammatory lymphoplasmocytic component ¿, ¿polymorphous lymphoplasmacytic inflammatory component¿, ¿tissular reaction to prosthesis¿, ¿presence of foreign-body multinucleated giant cells¿, ¿areas of recent bleeding¿, ¿recent hemorrhage¿. Device has been explanted.